Manufacturer narrative:
One opened/used enlite sensor was tested and it passed with accurate readings. The sensor had bent needle, unable to confirm if customer received sensor in said condition due to sensor was returned opened/used.

Event description:
Customer reported issues with between the reading of the sensor and blood glucose. Sensor glucose reading was 218 mg/dl and blood glucose was 342 mg/dl, 36.3 percent difference. Calibration factor was trending below the optimal level. The sensor was trending the same direction as the blood glucose readings. Customer was advised to calibrate four times a day. Customer reported the sensor part seemed to split in two. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.